Event description:
It was reported that the ventilator's lower display was blank. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the liquid crystal display (lcd) panel. The ventilator passed self-testing.